Event description:
It was reported that the patient was to have her vns explanted for vocal cord paralysis and dysphagia. The device was reportedly disabled in an office visit. The patient's settings were being lowered before the disablement. Additionally, the patient's surgeon would also be performing further treatments for the vocal cord paralysis. Device explant has not occurred to date. No additional pertinent information has been received to date.

Event description:
Follow up with the office of the surgeon showed that the patient¿s explant surgery was completed. The generator and lead were removed at that time. At the time of surgery, the patient also had a microlaryngoscopy and injections as treatment for the swallowing difficulties and vocal cord paralysis. Prior to the surgery, the patient¿s barium swallow test showed that the patient had one episode of deep laryngeal penetration and trace aspiration. It was noted that the ¿swallowing issues are not in keeping with an isolated left recurrent laryngeal nerve problem¿ per the surgeon. In the post-op visit on (B)(6) 2017, the patient had significantly improved after injections. The patient¿s voice showed improvement, and she also had an improved ability to swallow liquids. The explanting facility would reportedly not return explanted devices to the manufacturer. Therefore, product return is not expected. Follow up with the treating neurologist showed that this reported incident of vocal cord paralysis was a different occurrence than the incident described in medwatch report 1644487-2014-01525. It was not known when this incident of vocal cord paralysis began. The physician expressed that the vocal cord paralysis and dysphagia were likely related to vns, but the nature of the relation was not described. No additional pertinent information has been received to date.